Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it is probable that the image is no longer displayed due to the breakdown of the cable unit. It is probable that the breakdown of the cable unit was due to the handling of the user. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error e216 occurred on the subject device, and that the endoscopic image of the subject device was not displayed on the monitor. In addition, the following phenomena occurred with the subject device at the user facility. - the color bar and the endoscopic image were displayed sporadically. - when the power was cycled, the communication error e216 often disappeared, but it was appeared again on the next day or after some time. - the communication error e216 occurred while connecting the camera cable, with or without the endoscopes connected. - the camera cable was replaced with another one, but the color bar was displayed again. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported communication error e216 and no image were duplicated, and that the connection between the camera cable and the camera head's main body was loose. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.